Event description:
It was reported that prior to starting a da vinci si surgical procedure, the prograsp forceps instrument was not recognized by the system. Reportedly the instrument was not used on a patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing on an in-house is3000 system. The pogo pins did not stick and did not show any signs of contamination. The instrument was driven and moved intuitively and the grips opened and closed. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.